Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to increased sensing integrity counter (sic) and high rate non-sustained episodes, and the right ventricular (rv) lead exhibited high impedances and oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.